Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "communication failure" was caused by a faulty cable that was broken due to water immersion. The event can be detected/prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had damage to the connector caused by a fall, resulting in picture interference. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the endoscopic image cannot be displayed due to damage on cable unit. The additional evaluation findings were as follows: water tightness is lost due to poor water-tightness of cable and adapter is deteriorated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.